Event description:
A remstar pro c- flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/ particles was found inside the blower kit. Additionally, the device had dust/dirt contamination and displayed error code e053 (comp log sem timeout), e055 (therapy queue full) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.